Manufacturer narrative:
The device was returned pacing problem was not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating at elective replacement indicator (eri) voltage consistent with normal usage. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's pacemaker exhibited competitive atrial pacing (cap), resulting in automatic mode switch (ams). The patient's pacemaker was explanted and successfully replaced. The patient was stable.